Manufacturer narrative:
An intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding the image orientation issue was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was attempting to flip the endoscope from 30 degrees up to 30 degrees down and the master tool manipulator (mtm) assignment was backwards. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through removing the endoscope on the universal surgical manipulator (usm) 2 and had them press the port clutch button to reset the arm. The customer then re-installed the endoscope on usm 2 and everything was normal with no further issues. The procedure was completed with no reported injury.